Event description:
The recipient is reportedly experiencing an infection around the implant site following a cholesteatoma surgery. The recipient's device was explanted. The cholesteatoma is not believed to be device related. The recipient will be reimplanted at a later date once the infection has resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The external visual inspection revealed cuts in the silicone overmold on the top cover and the electrode. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2021, the recipient reportedly underwent cholesteatoma removal surgery. The recipient presented with a skin flap infection prior to explant surgery. The recipient was admitted to the hospital and IV antibiotics were administered on (B)(6) 2021, and (B)(6) 2021. The recipient is presenting with inflammation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.